Event description:
In 06/2004 rptr purchased an animas insulin pump to replace an older model disetronic pump. Within 6 months of purchase the pump has already malfunctioned to the point of nonuseable. Rptr had to completely change the insulin pt was using and risk dka while awaiting a new pump to be shipped. Thanks to a great dr rptr was able to keep pt out of the hosp however rptr did lose all diabetic control and spent days struggling with ketones that with out intervention could have been a very serious medical emergency if not death. Animas only sends one insulin pump, there is nothing available should a malfunction occurs. The former pump used (disetronic) was taken off the market by the FDA for there problem however rptr can say at least they always gave them a backup should a problem occur. Rptr was never left without pump therapy. Animas is asking for the pump to be returned to them however rptr has a problem with this prior to being tested by an outside source to see if this is a manufacturing defect or a real problem with the pumps themselves. Rptr surely does not want to wait until uneccessary harm or death is caused before looking into this matter and see if there is a true problem with the pumps they are selling to consumer whose life depends on proper functioning devices.